Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that a cartridge alarm occurred. Reportedly, the customer did not recall if they removed the cartridge outside of the load sequence. The customer reloaded the cartridge to address the issue. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was in the 300s mg/dl.